Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3 9286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that there was a loss of therapeutic effect. Reprogramming stimulation was reviewed to address stimulation needs. The patient stated she was still having trouble with her stimulation. The patient stated she was experiencing excruciating pain. The last time she saw her health care provider (hcp), she was told it was normal and would have to do a reprogramming session. The patient wanted to know how many reprogramming sessions she would have to do. The patient was redirected to hcp. Additional information received from the patient reported that the therapy did not help with pain relief. No pain relief was achieved even though the patient felt stimulation in the correct areas. Several attempts to reprogram had been performed with no success. The patient decided to have the system explanted. The patient was noted to be alive with no injury. Additional information received from the manufacturer representative (rep) reported that the battery had been disposed of since the patient did not complain of any issues with the actual device. Relevant medical history included failed back surgery syndrome and spinal pain. This event will be updated if additional information is received.